Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments partial display due to critical pump error. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Device received with faded serial number label. Device received with broken belt clip rail.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported that the insulin pump had a display anomaly. Blood glucose was 124 mg/dl at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.